Event description:
Patient scheduled for corneal transplant of right eye. Corneal ring sutured in place and cornea scored with trephine. Physician then cut donor cornea with new trephine blade and punch; punch and trephine blade failed to cut donor cornea. Donor cornea was destroyed by the equipment. Case was cancelled. Corneal ring was removed from patient's right eye. Bleeding from suture site, antibiotic ointment and eye patch applied.